Event description:
It was reported that during a tvt procedure the tape came off the introducer needle as it was being pulled up through the supra-pubic incision. There were no pt consequences reported.